Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 394mg/dl at the time of incident and the current blood glucose level was 394 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer does not allege insulin pump was under delivering. The customer had experienced multiple blood glucose level 491 mg/dl, 394 mg/dl, 515 mg/dl. The customer was treated with manual injections for high blood glucose level. The insulin pump will not be returned for analysis.